Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported through a manufacturer representative that a no device found message was observed with their implantable neurostimulator (ins). It was noted that the ins had not been adjusted since implant in 2018 and that ¿it seemed like the implanted device was not being used effectively.¿ it was noted the patient had received a block injection at a private hospital, but the issue remained unresolved. The patient experienced numbness when exposed to cold environments and raised questions about whether staying in warm places was necessary or whether the stimulator, implanted in the lower body, could have an effect not only on the legs but also around the buttocks. The patient was redirected to their healthcare provider (hcp) to address these questions. Additionally, it was reported that the patient noticed the ins was often depleted and when attempting to charge it for the first time in a while at the time of report, a ¿device not detected¿ message (screen 16) was observed and the ins could not be charged. It was noted that the remaining ins battery level might have been depleted and that this may have caused the event. After adjusting the recharger telemetry module (rtm) antenna position and repeated attempts, ¿very good¿ was displayed and charging resumed successfully. The charging and connection issues were considered resolved at the time of report and the therapy issue was unresolved. No further complications were reported or anticipated.